Event description:
Total knee arthroplasty was performed on 10/9/91. Revision surgery was performed on 2/24/97, due to polyethylene wear.

Manufacturer narrative:
They did not reply within the ten day time frame and biomet sent a medwatch report to the FDA on 03/19/97. On 04/28/97, biomet rec'd a medwatch report from the user facility. This is a follow-up report.